Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the day of implant the electrode tip was found to be ¿bent on x-ray image.¿ the physician replaced the lead with a new one at the time of the event as a result. There was ¿no¿ patient harm, injury, or death due to the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the lead found the distal end was bent.